Event description:
It was reported that a small circular piece of metal was noticed in the vertebral body during an interop film. It was determined upon examination that the metal piece may have broken off the distal end of a jam shidi.

Manufacturer narrative:
Review of the manufacturing records did not reveal any relevant manufacturing issues. No manufacturing or material defects were found. It is likely that the reported fracture was due to an applied cantilever load (bending) applied to the instrument and normal wear and tear of instruments.

Event description:
It was reported that a small circular piece of metal was noticed in the vertebral body during an interop film. It was determined upon examination that the metal piece may have broken off the distal end of a jam shidi.